Event description:
A nurse reported bilateral multifocal intraocular lens (iol) exchanges due to unexpected postoperative outcomes following bilateral (iol) implant surgeries. Both lenses were replaced with monofocal iols. Additional information was received from the surgeon, who indicated the events resolved with the exchanges. He reported prior to the exchanges, the pt had poor reading vision with and without correction. The surgeon also indicated the use of an unapproved viscoelastic during the initial procedures. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unapproved viscoelastic. There were no other complaints reported in the lot. The product investigation could not reported in the lot. The product investigation could not identify a root cause. (B)(4).